Event description:
Male with critical limb ischemia, right leg and foot and non-healing calcaneal wound underwent a right femoral arteriogram with runoff. Per the op report, following confirmation that the superficial femoral artery and popliteal artery were both widely patent, arteriography revealed a total occlusion of the tibioperoneal trunk with reconstitution of single vessel arterial flow to the foot through the peroneal artery, which had a 10 cm length occlusion. Attempts to cross the totally occluded origin of the peroneal artery utilizing a 0.018 cordis sv-5 wire was performed. The origin of the peroneal artery could be entered; however the wire would not pass throughout the 10 cm occlusion length within the peroneal artery. This was the only possible artery to endovascularly revascularize. During this part of the procedure, the tip of the sv-5 wire broke off. Follow up arteriogram at that moment showed no change in the arterial flow to the lower leg. There was no extravasation of contrast.